Manufacturer narrative:
Level 2 controls: testing results (qc range = 2.5 - 3.7 inr): vial 00070488 qc 1: 2.5 qc 2: 2.6 qc 3: 2.6 vial 00070466 qc 1: 2.5 qc 2: 2.6 qc 3: 2.5

Manufacturer narrative:
The customer returned lot # 394273-11 vial# 70488 (15 strips returned) lot # 394273-11 vial# 70466 (26 strips returned) for investigation where they were tested using a retention meter and controls. Testing results (qc range = 0.5 - 1.7 inr): vial# 1: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.1 inr. Vial# 2: qc 1: 1.1 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer mentions that incorrect sample collection methods were applied to acquire the alleged results. The first drop of blood was wiped away and the same test finger was used. For a second measurement a new puncture of a different finger is mandatory. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the sysmex cs-2500 and c5100 analyzers, using siemens innovin cac-12. At 10:56 a.m. The meter result was 4.2 inr and using the same puncture (fingerstick) or same finger the meter result was then 3.2 inr. Within 4 hours the laboratory result was 2.2 inr. The nurse stated they wiped the first drop away with the alcohol wipe and applied the second drop to the strip. All medical decisions were made based off the laboratory result. The patient's therapeutic range is 2.0-3.0 inr and tests once a month. The patients current condition is stable.